Event description:
During evaluation of the returned sample, it a crack was identified within the body of the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was performed and no issues were noted in the manufacturing process. A visual inspection was performed and noted a crack within the body of the cassette. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the cracked cassette was undetermined. Should additional relevant information become available, a follow-up report will be submitted.